Event description:
The manufacturer received information alleging a customer requested an investigation into the cause of the recurring ¿vent inoperative¿ alarm on a trilogy evo, korea device. The reporter stated that patients using ventilators have experienced ¿vent inoperative¿ or ¿service required¿ alarms. However, after the device was replaced, the same alarms reappeared within a few days. There was no harm or injury reported. The reporter expressed interest in returning the device to the manufacturer for evaluation to determine a root cause for the alarm. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.